Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was recalibrated to address the issue. Additionally, the rear case kit with enclosure seam gasket will need replaced due to physical damage, which was not related to the test fail issue. Customer requested device be sent back with no repair.